Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
An abbott technical service specialist (tss) reported a false reactive alinity I havab igg result for a 55-year-old female patient. The following data was provided: sid: (B)(6): initial result = 1.09s/co, repeat result after service intervention of cleaning the sample needle = 0.20 s/co. No impact to patient management was reported.